Event description:
The MFR's rep reported the pt had a catheter revision done at 11am and presented at 8pm with hypotension and a severe headache. The pump was stopped and a blood patch was done. The pt was reported to be stable with vital signs within normal limits. The pump was restarted.